Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had varying lead pacing impedance with a trending rise since (B)(6) 2020, had no capture at high output, had oversensing episodes due to noise, and had no intrinsic r wave sensing. The asymptomatic patient presented in clinic where the lead was capped and replaced. The patient was stable.